Event description:
Patient additionally reported left side ¿silicone-induced granuloma,¿ ¿intracapsular collection more evident in the left breast¿, ¿small intracapsular collection,¿ ¿signs of altered permeability (¿gel-bleeding¿), ¿loss of signal homogeneity inside the breast implants and foci of signal alteration inside the implants inferring altered permeability (¿water droplets¿)."

Manufacturer narrative:
A further investigation has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a "got in touch to ask about the recall and said that had pain and capsular contracture" baker grade unknown. Patient reported loss of signal homogeneity inside the breast implants, foci of signal alteration inside the implants inferring altered permeability (¿water¿droplets¿) in the implants, heterogeneous intracapsular tissue with delayed contrast enhancement, findings compatible with silicone-induced granuloma, the magnetic resonance imaging picture shows implants with rotation of the left implant, and showing capsular contracture (baker grade unknown) and the left breast shows a small intracapsular collection and enhancement of the surface of the implants, and signs of altered permeability (¿gel-bleeding¿). Patient representative reported left side depressive disorder, anxiety disorder and based on mood change, fibromyalgia, fatigue ,sleep ,cognitive complaints, breast pain, and capsular contracture and infection, and intracapsular collection in the left breast. This is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a "got in touch to ask about the recall and said that had pain and capsular contracture" baker grade unknown. This is for the left side. Device remains implanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: varied injuries: unable to observe. Silicone migration: unable to observe. Seroma-late: unable to observe. Inflammation/irritation: unable to observe. Infection (late onset): unable to observe. Granuloma: unable to observe. Gel bleed: unable to observe. Fibromyalgia: unable to observe. Fever: unable to observe. Fatigue: unable to observe. Depression: unable to observe. Chest pain: unable to observe. Changes in sleep habits: unable to observe. Capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: b.3, b.5, b.6, b.7, d.6b, g.2, h.6.

Event description:
Patient reported a "got in touch to ask about the recall and said that had pain and capsular contracture" baker grade unknown. Patient reported loss of signal homogeneity inside the breast implants, foci of signal alteration inside the implants inferring altered permeability (¿water droplets¿) in the implants, heterogeneous intracapsular tissue with delayed contrast enhancement, findings compatible with silicone-induced granuloma, the magnetic resonance imaging picture shows implants with rotation of the left implant, and showing capsular contracture (baker grade unknown) and the left breast shows a small intracapsular collection and enhancement of the surface of the implants, and signs of altered permeability (¿gel-bleeding¿). Patient representative reported left side depressive disorder, anxiety disorder and based on mood change, fibromyalgia, fatigue, sleep, cognitive complaints, breast pain, and capsular contracture and infection, and intracapsular collection in the left breast. Not device related: cognitive complaints, sleep disturbance, fatigue, and fibromyalgia. This is for the left side. Device has been explanted.